Manufacturer narrative:
The stapler and the used white curved tip cartridge were returned and evaluated. Investigation shows that two adjacent staples within a single line were jammed. The returned stapler was loaded with another white curved tip cartridge to test the stapler and the bench top deployment was successful. The jammed condition could not be recreated.

Event description:
A surgical oncologist used the microcutter stapler on a branch of the portal vein. After deployment of staples, upon opening the stapler jaws, bleeding from the staple line was observed. The bleeding was controlled but the patient lost a measurable amount of blood and was transfused. The patient's condition remained stable in the operating room.